Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2014, w1tr03 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high impedance alert was triggered for the right atrial (ra) and right ventricular (rv) leads. It was further reported the ra and rv lead impedance spiked as two days post alert the impedance values were reported to be within range. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.